Event description:
Procedure performed: lap sigmarection. Event description: inlay (transparent) slipped out of the trocar. After removing a swab twice, the inlay (undamaged) was in the abdominal cavity, after an instrument was inserted. Additional information received from an applied medical representative via email on 05mar25: there are no patient issue and the component did not appear to be torn off. Additional information received from an applied medical representative via email on 27mar25: procedure was lap sigmarection. A grasper was being used at the time of the incident and [brand name grasper] was being used prior to the incident. No internal seal components were removed or cut in order to inspect the damage component. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments such as graspers. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant trends were identified.

Event description:
Procedure performed: lap procedure. Event description: inlay (transparent) slipped out of the trocar. After removing a swab twice, the inlay (undamaged) was in the abdominal cavity, after an instrument was inserted. Additional information received from an applied medical representative via email on 05mar2025: there are no patient issue and the component did not appear to be torn off. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.